Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Two treatments were performed on low speed, medium speed, and high speed on a lesion in the right popliteal artery using a stealth 360 orbital atherectomy device (oad). The oad was removed and balloon angioplasty was performed. The viperwire advance guide wire was removed, however, the tip became fractured in the mid peroneal artery. An attempt was made to snare the fractured tip, however, was unsuccessful. Angiographic imaging was performed and confirmed satisfactory flow. The physician believed the fractured tip was in the wall of the peroneal artery. The patient was stable.